Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - unknown, device code - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, (B)(6), PMA/510(k) number, manufacture date ¿ unknown. (B)(4).

Event description:
Information was received based on review of a journal article titled, "higher frequency of reoperation with a new bicruciate-retaining total knee arthroplasty" using two implant designs manufactured at zimmer biomet. This study consisted of 475 primary total knee arthroplasties performed between (B)(6) 2013 and (B)(6) 2014. Seventy-eight (78) patients were implanted with a bicruciate-retaining knee (bcr), 294 patients were implanted with cruciate-retaining knee (cr) and the rest were anterior-stabilized or more constrained designs as a result of increased deformity and/or ligamentous deficiencies. Only the cr tkas were used as the control group in an effort to minimize confounding variables. Knees in the bcr group had a higher frequency of reoperation of all-cause revision. Adverse events reported in the bcr group included: seven (7) reoperation procedures, five (5) irrigation and debridement procedures: 2 due to hematoma with drainage, 2 due to possible infection, 1 due to dehiscence. Three (3) total knee revisions: 1 due to septic loosening, 1 due to acl impingement, 1 due to aseptic tibial loosening with suspected metal allergy, two (2) manipulation procedures under anesthesia due to postoperative arthrofibrosis. Twenty (20) incidents of radiolucent lines (rlls). Adverse events reported in the cr group included: eight (8) reoperation procedures, four (4) irrigation and debridement procedures: 2 due to hematoma, 1 due to possible infection, 1 due to residual knee pain, three (3) total knee revisions: 1 due to septic loosening, 2 due to aseptic loosening of the femoral component, twenty (20) manipulation procedures under anesthesia due to postoperative arthrofibrosis, thirty-six (36) incidents of radiolucent lines (rlls). Radiographic imaging revealed presence of rll, component migration, and subsidence. In conclusion, compared with conventional cr tka, a new bcr tka demonstrated an increased frequency of early reoperation and a greater frequency of rll.